Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date and name of initial surgical procedure when the physiomesh was implanted? Date and name of surgical procedure in which the adhesions were found? The diagnosis and indication for the initial surgical procedure where physiomesh was used? The diagnosis and indication for the surgical procedure in which the adhesions were found? What were current symptoms following the initial surgical procedure? Onset date? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? What was initial surgical approach (open, laparoscopic or other)? Any concurrent surgeries or procedures with the physiomesh? Were pre-existing adhesions noted during the initial procedure? What were the patient¿s symptoms? Location and severity of the adhesions? The relationship of adhesion to device implanted? Are any photos available? To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The surgeon found adhesions on mesh that had been placed during a previous procedure. It was unknown why the patient was being operated on when the adhesions were found. The surgeon removed the adhesions. Additional information has been requested.